Event description:
A malfunction on the insulin pump was reported, requiring the customer to visit the emergency room. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as a backup therapy. The customer was advised on new software requirements and given instructions for the storage and return of the malfunctioning pump.